Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer disagrees with the 12-lead ECG interpretation. There was no reported adverse patient impact. Note the mrx IFU requires that 12 lead ecgs be overread by a physician.

Event description:
It was reported to philips that the customer disagrees with the 12-lead ECG interpretation. The patient involved was reported to have not experienced harm or an adverse patient impact. Note the mrx IFU requires that 12 lead ecgs be overread by a physician.